Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, discrepant results were obtained. The same sample cartridges produced different results when read by a different analyzer. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reports that they keep getting positive covid results on lot #1262016 exp: 3-6-2022. Same samples return negative results when tested on other analyzers.

Manufacturer narrative:
Eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, discrepant results were obtained. The same sample cartridges produced different results when read by a different analyzer. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reports that they keep getting positive covid results on lot #1262016 exp: 3-6-2022. Same samples return negative results when tested on other analyzers.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, discrepant results were obtained. The same sample cartridges produced different results when read by a different analyzer. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reports that they keep getting positive covid results on lot #1262016 exp: 3-6-2022. Same samples return negative results when tested on other analyzers.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results (positive covid results. Same samples return negative results) when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1262016. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends.